Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)/ irregular and heavy menstrual cycle") and ovarian cyst ("right ovary cyst") in a 42-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included miscarriage and d & c. Concurrent conditions included vaginal discharge abnormality, anxiety and depression. Concomitant products included buspirone, lorazepam, marvelon (apri), metronidazole (flagyl) and trazodone. On (B)(6)2014, the patient had essure inserted. In december 2014, the patient experienced mood swings ("mood swings"). In february 2015, the patient experienced alopecia ("hair loss"). In november 2015, the patient experienced hot flush ("hot flushes"). On (B)(6)2015, 1 year after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea(cramping)"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), migraine ("migraines"), headache ("headaches, pain, head / severe headache atleast once per week"), adnexa uteri pain ("essure tubal pain syndome") and perineal pain ("perineal pain"). On (B)(6)2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("pain, abdomen"), dyspareunia ("painful intercourse, dyspareunia(painful sexual intercourse)/ pressure with orgasm") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain / right lower quadrant and greater than left side"). The patient was treated with surgery (B)(6)2017 underwent a bilateral salpingectomy, during which both of 13 her fallopian tubes removed), surgery (on (B)(6)2017 underwent novasure ablation), surgery (novasure ablation) and surgery (right ovarian cystectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, headache, dyspareunia, mood swings, fatigue, vaginal haemorrhage, hot flush and alopecia had resolved, the genital haemorrhage, back pain, abdominal pain, migraine and abdominal pain lower was resolving and the uterine haemorrhage, menorrhagia, ovarian cyst, adnexa uteri pain and perineal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, perineal pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), hot flushes, hair loss, right ovary cyst, essure tubal pain syndrome, perineal pain, abnormal uterine bleeding", concomitant drug, concomitant and historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormally heavy menstrual bleeding") in a 42-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included miscarriage. Concurrent conditions included vaginal discharge abnormality. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea") and fatigue ("chronic fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), migraine ("migraines") and headache ("headaches, pain, head"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain, abdomen"), dyspareunia ("painful intercourse, dyspareunia"), mood swings ("mood swings") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"). The patient was treated with surgery ((B)(6) 2017 underwent a bilateral salpingectomy, during which both of 13 her fallopian tubes removed), surgery (novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, abdominal pain, migraine, headache, dyspareunia, fatigue and abdominal pain lower was resolving and the menorrhagia and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia . Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, treatment medications, new events genital haemorrhage, abdominal pain and device monitoring procedure not performed added. Outcome for the events genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, pelvic pain and back pain added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding"), menometrorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)/ irregular and heavy menstrual cycle") and ovarian cyst ("right ovary cyst") in a 42-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included miscarriage and d & c. Concurrent conditions included vaginal discharge abnormality, anxiety and depression. Concomitant products included buspirone, lorazepam, marvelon (apri), metronidazole (flagyl) and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("mood swings"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced hot flush ("hot flushes"). On (B)(6) 2015, 1 year after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea(cramping)"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), migraine ("migraines"), headache ("headaches, pain, head / severe headache atleast once per week"), adnexa uteri pain ("essure tubal pain syndome") and perineal pain ("perineal pain"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("pain, abdomen"), dyspareunia ("painful intercourse, dyspareunia(painful sexual intercourse)/ pressure with orgasm") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain / right lower quadrant and greater than left side"). The patient was treated with surgery (B)(6) 2017 underwent a bilateral salpingectomy, during which both of 13 her fallopian tubes removed), surgery (on (B)(6) 2017 underwent novasure ablation), surgery (novasure ablation) and surgery (right ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, headache, dyspareunia, mood swings, fatigue, vaginal haemorrhage, hot flush and alopecia had resolved, the genital haemorrhage, back pain, abdominal pain, migraine and abdominal pain lower was resolving and the uterine haemorrhage, menometrorrhagia, ovarian cyst, adnexa uteri pain and perineal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menometrorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, perineal pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping/ lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), mood swings ("mood swings") and fatigue ("chronic fatigue"). The patient was treated with surgery ((B)(6) 2017 underwent a bilateral salpingectomy, "during which both of "13 her" fallopian tubes removed) and surgery". Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain, menorrhagia, migraine, headache, dyspareunia, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.